Manufacturer narrative:
H3: analysis of the product ID: 97755-s, serial# (B)(6), revealed found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue was ongoing. Patient would take 3 days to charge the implant to 100%. The recharger would also get hot when charging the implant. During the call there were no damages on the recharger and controller charging port. Patient plugged the recharger and got poor then good to no device found without the patient moving. Agent sent email to repair to replace the recharger. Patient also had another issue with their settings to where they didn't know how effective the stimulation truly was. Issue began maybe probably the last 6 months. Patient texted medtronic representative michelle (last name unknown) in august/ patient had a lot of right ankle pain and patient didn't know which group/programs were for their right ankle. Agent redirected patient to their hcp. Patient mentioned the recharger was already replaced. Patient also mentioned patient would get fed up with charging the implant so they would go weeks at a time without charging the implant until their pain would get overwhelming and charging would be stressful.